Event description:
A report was received that the patient had pain at the pocket site while charging and the day after charging. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had pain at the pocket site while charging and the day after charging. The patient will undergo a revision procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient had pain at the pocket site while charging and the day after charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected on the ipg. It was also reported that the patient will not proceed with the procedure and there will be no further course of action at this time.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein ipg will be replaced.

Event description:
A report was received that the patient had pain at the pocket site while charging and the day after charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. No device malfunction was suspected after database analysis. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.